Manufacturer narrative:
The insulin pump was received with a loose motor drive support disk. Unable to perform the basic occlusion, prime, occlusion and excessive no delivery test due to loose motor drive support disk.

Event description:
The customer reported that the piston is pushing out from the back end of the reservoir compartment while delivering a bolus. The caller stated that he attempted to deliver insulin, but the piston was moving backwards, and he was holding the back end of the insulin pump to bolus. The blood glucose reading was 52mg/dl, and he treated his blood glucose. The caller stated that he spoke with his doctor, and he was told to request the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.